Manufacturer narrative:
D3, g1,2 email is: (B)(4). Two (2) photos and one (1) video were included for evaluation; photos did not show the issue reported but, the video, showed damage in the pilot valve. One device was received without the original package. Per visual inspection, the pilot valve was found damaged. The complaint was confirmed. Based on the analysis conducted the root cause not could be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken because the failure mode could not be replicated using the manufacturing process.

Event description:
It was reported that during a pre-test, leakage from the pilot balloon was observed. No information about patient involvement. Adverse patient effects are unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.